Event description:
The following information was reported to aci via medwatch report # (B)(4) : "mynx balloon ruptured. This is a closure device that was tested prior to insertion in the patient and when the physician was trying to inflate the balloon it appeared to not be working. When the physician removed the device it was noted that the balloon had ruptured. No injury to patient." The aci sales professional reported on (B)(4) 2013 that he followed up with the hospital and was told that the balloon ruptured during deployment. Manual compression was used to achieved hemostasis (duration unknown). There were no notes regarding the patient needing additional hospitalization due to the mynx device / mynx procedure. It was also reported to the sales professional that the device is not available for investigation.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.